Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occured in australia. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026, with levels remaining elevated for more than four hours as the patient had been using an expired infusion set, which led to an insulin flow blocked alarm and the event was treated with insulin bolus. No further information is available.